Manufacturer narrative:
Photos were provided showing the chemoclave separated from the bag spike. The male luer of the chemoclave looked to be bonded inside of the bag spike and had broken off. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. The DHR was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a chemoclave vented bag spike, and it was reported that the chemoclave is broken between blue and white junction. There was no bleed back reported. Herceptin and no concomitant device were involved. There was no delay in critical therapy. There was patient involvement, and no patient harm.